Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a 26mm sapien 3 ultra valve in the aortic position, a perclose failure occurred resulting in a cut down. Upon removal of the esheath, both perclose sutures came out of the body leaving the 14fr arteriotomy. A (B)(6) 16fr gore dryseal sheath inserted to achieve hemostasis. A cut down was performed to gain control of the artery. The patient was stable. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).